Event description:
On (B)(6) 2013, end-user reported noting a burning sensation to the peristomal skin located under stomahesive barrier. Upon removal of pouch, on (B)(6) 2013, the area around base of stoma showed signs of redness. End-user applied cream to the affected site, and cut the pouch to 45mm. End-user removed pouch on (B)(6) 2013 due to a stinging feeling around the stoma. Upon removal of pouch, end-user stated that the affected site showed signs of increased redness, and experienced a burning sensation as a result. It is also reported that the end-user cut the new pouch to 38mm and applied additional cream. Product has been in use for less than one (1) day.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that end-user used the following products to treat the affected site: hydrocortisone cream; and aloe. In addition, the use of powders for skin protection and measuring techniques for correct stoma sizing was discussed with end-user. This case has been evaluated by the site of manufacture, and medical and regulatory statements have been reviewed. An investigation was conducted based on an evaluation and assessment of the baseline complaint data, procedure review of changes in materials and processes, a review of the risk probabilities calculated and review of returned products. Through the analysis of the complaint data feedback, a specific root cause cannot be determined. The feedback expressed by the ostomy patients and/or health care provider is consistent with the conditions that ostomy patients experience as reviewed. An investigation report on field skin irritation was used for the comparison analysis of the evaluation. The feedback data analysis along with the risk probabilities calculated indicate no significant trends and the risk review is consistent with the risk evaluations for the field condition previously assessed for this product. Skin related field feedback and/or complaints will continue to be tracked and evaluated according to convatec inc. Procedures. A returned product was not available for review, and a returned sample was not expected for this case. (B)(4).